Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08d06-74 that has a similar product distributed in the us, list number 8d06-31/ 41. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in-house testing and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 54398be01. The ticket trending review did not identify any related trend regarding commonalities for lot number 54398be01 and issue. A device history record review did not identify any non-conformances or deviations associated with the lot 54398be01 and complaint issue. In-house testing of a retained reagent kit lot number 54393be00, which contains the same bulk material as lot 54393be01 of the complaint lot, was performed. All controls met specifications and no false non-reactive results were obtained, indicating that the lot generates the expected results. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect syphilis tp reagent lot 54398be01 was identified.

Event description:
The customer reported false nonreactive results for architect syphilis tp for two patients reported out of the laboratory. The following results were generated (reference range = < 1.0 s/co): 48-year-old male: initial result= 0.91, 0.99 and 0.96 s/co; yhlo = 4.82 s/co (reactive); colloidal gold= positive. Patient from 01apr2024= 0.98, 0.98 and 0.98; trust= positive. There was no impact to patient management reported.

Event description:
The customer reported false nonreactive results for architect syphilis tp for two patients reported out of the laboratory. The following results were generated (reference range = < 1.0 s/co): 48-year-old male: initial result= 0.91, 0.99 and 0.96 s/co; yhlo = 4.82 s/co (reactive); colloidal gold= positive patient from (B)(6) 2024= 0.98, 0.98 and 0.98; trust= positive . There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.